Manufacturer narrative:
User facility medwatch report submitted.

Event description:
It was reported a balloon ruptured on the second inflation at approximately 14 atmospheres during an arteriovenous hemodiaysis fistula graft dilatation procedure. During withdrawal of the balloon catheter through the introducer sheath resistance was encountered. Continual exertion against this resistance resulted in balloon detachment in the pt. Attempts to snare the detached balloon were unsuccessful. Successful surgical retrieval of the detached balloon followed. A new fistula was created was unrelated to this incident. The pt's condition is good. This device was not returned for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass graft for angioplasty may also contibute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow up revealed resistance was encountered during withdrawal of this balloon catheter. It was also indicated this balloon catheter was inflated without the benefit of an inflation device during the first inflation. Co believes the above factors may have contibuted to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel...it is essential that an inflation device with pressure gauge (med-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontnue the procedure. Deflate the balloon. Do not reinflate and remove carefully."